Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having a problem with the insulin pump. Customer was receiving a radio frequency pic failed self-test alarm and has received about 4 of the same alarms altogether. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was advised to program a bolus into the air. Customer stated that the bolus amount was recorded in the bolus history. Customer stated that a temp basal was programmed before the alarm occurred. Customer was explained that the temp basal delivery may have stopped. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.